Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, following the closure and extubating of the patient, the surgeon and cardiologist noticed that the neck had some swelling and referred to their imaging performed during the case to confirm that a wire had perforated a branch. The vascular surgeon then went back in, placed a drain and placed a clip on the artery. The patient as of ((B)(6)2021) per the vascular surgeon was doing "great".